Event description:
It was reported that during a laparoscopic cholecystectomy procedure, after the first firing the device started to spit clips out sideways. The clips were loading sideways and no clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information was requested and the following was obtained: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torque or twisting of the device present at the time of firing? Na. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No details. Did anything unexpected happen prior to this incident? No details. Was the device fired after this incident in or out of the patient? No details the analysis. Results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review.